Event description:
It was reported that the preloaded intraocular lens (iol) was prepared according to supplier guidelines and hydrated with methylcellulose. During the incision, the trailing haptic of the iol was positioned on top of the plunger, and upon introduction, it broke and became attached to the cartridge. A different model lens available in stock was implanted in the patient. The patient is doing well postoperatively, with no complaints or complications. No further information was provided.

Manufacturer narrative:
Section d6a - implant date: not applicable, as there is no indication that the lens was implanted. Section d6b - explant date: not applicable, as there is no indication that the lens was implanted. Section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.